Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type unknown, product ID neu_unknown_lead, product type lead, product type programmer, physician. (B)(4).

Event description:
It was reported that there was erosion. It was noted that in 2011 the implantable neurostimulator (ins) began eroding through the skin. The patient noted that it was about ¿halfway out of the skin.¿ the patient spoke of having to do ¿something for 29 days¿ but the manufacturer representative was unable to understand what the patient was saying. It was noted thatthe healthcare professional (hcp) replaced the ins with a smaller one. The patient stated that the ins was replaced in 2011. The patient quickly stated that the implant date was ¿(B)(6)-2008¿ but it could not be clarified when listening to the call recording if this meant (B)(6) as many latin countries use date-month-year. It was noted that the patient was very difficult to understand. On the call the manufacturer representative asked the caller to repeat and spell many things but often the manufacturer representative was still unable to understand many things. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.